Manufacturer narrative:
Part: 03.812.511, lot: 9931989, manufacturing site: (B)(4), release to warehouse date: 19 august 2016. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Visual inspection: the t-pal large trial implant siz 11 non det (part #: 03.812.511, lot #: 9931989) was received at us cq. Upon visual inspection, the distal bold tip of the device was broken off and not returned. Device failure/defect identified? Yes. Dimensional inspection: measured dimensions: small shaft od near the tip = conform. Shaft od = conform. Document/specification review: current and manufactured were reviewed. No design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the distal bold tip has broken off. No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2021 that after inserting the trial cage, when taking the trial out, the trial was left in the patient. The trial was removed from the patient. There was a surgical delay. Concomitant device reported: unknown insertion instrument (part# unknown; lot# unknown; quantity: 1). This report is for one (1) t-pal trial spacer 12mm x 32mm 11mm height. This is report 1 of 1 for (B)(4).